Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Hardware low level failure confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did change when adjusted. Audio, vibrate anomaly, absence of alarm not confirmed.

Event description:
Customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose level was 61 mg/dl. Customer stated that the beep did not work with other functions of the pump like alerts. Customer stated they did hear beeps when audio volume settings were saved also they did hear the differences between the two audio beep volumes. The device will be return for analysis.